Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Product is being replaced.

Manufacturer narrative:
The pump was received with normal sleep currents. No unexpected low battery or failed battery test alarms were noted during testing. The detailed trace and pump history confirmed that no unexpected low battery or failed battery test alarms were noted. The micro timer was functioning properly. The pump was received with a scratched case, a pillowing keypad overlay, keypad overlay texture damage, a cracked select button keypad overlay and minor scratches on the lcd window.